Manufacturer narrative:
The customer¿s report that a pump infusing epinephrine shut down was confirmed. The report of the concomitant channel alarming and the epinephrine channel not alarming was not confirmed; the epinephrine channel alarmed for channel disconnected and the potassium chloride module did not alarm as alleged and continued infusing during the error event. The pcu event logs confirmed that on (B)(6) 2017 at 9:13 am the pump module experienced a channel disconnected/power loss event while infusing epinephrine. At the time of the incident the concomitant pump was assigned as channel a while the epinephrine module was assigned as channel b. Inspection showed contamination on the pcu male iui connector pins. Testing replicated the channel disconnect/power loss event. The cause of the unexpected shutdown of the pump module was contamination on the pcu male iui connector. The root cause of the contamination was not determined.

Event description:
The customer reported that a device administering an epinephrine infusion turned off unexpectedly. The left side module containing a potassium chloride infusion alarmed, was addressed and continued running. The right module (epinephrine) did not alarm. No patient harm was reported by the clinician.